Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the complaint history, device history record, documentation, quality control, and visual inspection of the returned device was conducted during the investigation. One cxi support catheter was returned for evaluation. Visual inspection confirmed the hub was separated from the shaft with the shaft material elongated. Inside the hub was evidence that the hub was attached. A document-based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints.

Event description:
It was reported that during a lower leg angiogram intervention, the proximal hub of the cxi support catheter detached. The catheter was removed by hand and the procedure was completed with another catheter. A section of the device did not remain in the patient and there was no reported adverse event or injury as a result of the event.